Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display was scratched and could not be safely read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/13/2014 with the following findings: investigation revealed that the lens film was heavily scratched, obstructing the screen. There were no scratches found to the display lens itself. Unrelated to the complaint, investigation revealed that the display screen was dim, faded, and discolored. The pump was returned with the contrast setting at 8; during investigation, the contrast setting was increased to the maximum of 10, with little improvement observed.